Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown and reported to be nothing that the patient did. On unreported date(s), the patient was treated with intraperitoneal ceftriaxone for fourteen days (dosage, frequency, and specific dates of duration not reported) for the peritonitis event. Antibiotic therapy was completed on an unreported date. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.